Manufacturer narrative:
The magic m 1.2fr 165cm was not returned for evaluation. The device is being retained by the hospital until further notice. Therefore; an analysis could not be performed. Based on the available information the root cause of this complaint was due to incorrect use of the device. Both IFU and label state the following; the magic micro-catheters are not compatible with embolization agents containing dmso or methyl metacrylate (as eudragit®). In conclusion, the most probable cause at the origin of this incident is due to the use of the magic catheter with a dmso product. Review of the lot history records for the reported lot did not reveal any in-process or lot-specific issue that could account for the observation.

Event description:
Medwatch report was received via us mail on august 8, 2019. During embolization of an arteriovenous malformation (avm} with onyx, staff noted the onyx was leaking out of the mid-portion of the magic 1, 2fm catheter during the 3rd injection. The onyx should exit the catheter at the tip, not from the mid-portion. The physician had to employ a solitaire device and use aspiration to retrieve the onyx. Per the op note, approximately 60% was recaptured. A 2nd physician was called in to assist. Mds worked approximately 2.5 hours to correct the issue. Attempts were eventually stopped to prevent further harm to the patient. As a result of the event, the patient has a large right frontal stroke. Since the event, he has developed an intracranial hemorrhage requiring a craniectomy for decompression & hematoma evacuation. He remains in ICU with a poor neurological exam and poor prognosis. What was the original intended procedure? : per staff report, the onxy is injected via the magic l,2fm catheter. It should exit the catheter at the tip end, not from the mid-portion. The catheter was retained. What problem did the user have (check all that apply} :device failed (e.g. Broke, couldn't get it to work or stopped working) ; other relevant history, including preexisting medical conditions (e.g. Allergies, pregnancy, smoking and alcohol use, liver/kidney problems, etc.) Preexisting characteristics that may have contributed to the event: hypertension; stroke; hepatic/renal dysfunction; diabetes; 08/09/2019- follow up email was sent to (B)(6) requesting device availability and patient status. 08/12/2019-follow up replied email was received from (B)(6) stating the device was going to be retained by hospital. 08/12/2019-follow up email sent out to (B)(6) inquiring patient status. 08/16/2019- follow up replied email was received from (B)(6) stating patient had expired. 08/16/2019 follow up email sent to (B)(6) requesting patient expiration date. 8/19/2019-follow up replied email received from (B)(6) patient expired (B)(6) 2019.